Manufacturer narrative:
(B)(4). H6: suggested component code: mechanical (g04) - drill. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during surgery a mini baseplate reamer was dull and was replaced. During intra-operative bone preparation, the surgeon noted that increased force was required to ream the bone, prompting replacement of the reamer. Attempts have been made and no further information has been provided.